Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing could not be completed receiver displays white screen. A review of the downloaded data log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation no moisture damage found. The reported event was confirmed with a defective lcd. The root cause was determined to be an assembly error in the lcd.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event of the receiver ceasing to function could not be confirmed. A root cause cannot be determined.